Event description:
It was reported that after a primary left hip surgery with a smf stem, the patient exhibited elevated chromium and cobalt levels in blood. The patient had no symptoms and the results of imagine technique (MRI/CT scan) were normal. No medical intervention has been reported at this time. The concentration of metal ions reported for this patient are considered highly toxic. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that it has been reported that the patient experienced elevated chromium and cobalt levels that are considered toxic but is asymptomatic. Per case details, all imaging performed were normal and no revision surgery has been reported at this time. Therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.